Manufacturer narrative:
The sureform 60 blue reload has not been received for failure analysis evaluation. Concomitant device: sureform 60 stapler instrument (part #480460-12).

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, the surgeon noticed there was a free-floating piece of plastic that came from a sureform 60 blue reload that was fired. The fragment was retrieved during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform 60 blue reload was inspected prior to use and no issues were observed. Later during the case, a fragment was identified. The surgeon did not notice any functional problems or collisions, and the sureform 60 stapler instrument continued to function without issue for the remainder of the case. An assistant successfully retrieved all fragments using a laparoscopic instrument. The procedure was completed robotically and without any need for additional surgery or imaging. There have been no post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler sureform instrument has been received for failure analysis evaluation. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using green 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of logs were unable to verify any failures. The instrument was not returned with reloads. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h11 for follow-up information.